Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This event occurred during the unspecified date of (B)(6) 2019. (B)(6). The user facility submitted a medwatch report for this event: (B)(4). (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of clearlink system solution set was dripping and would not deliver medication (unspecified) appropriately. This was identified during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.